Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the blower has been identified to be the faulty component. Replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 231009 due to defective blower.